Event description:
It was reported that the insulin was not coming out of the reservoir. Customer's blood glucose was 149 mg/dl. Troubleshooting was done. Advised the customer changing the reservoir resolved the issue. During the troubleshooting, it was found that the reservoir was occluded. The customer was advised to return the reservoir for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.